Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A (B)(6) year-old female patient with cardiogenic shock had an attempted impella 5.5 insertion via the axillary artery. The patients' comorbidities were unknown. The patient¿s clinical state prior to initiation of support is/was identified as scai stage d shock and they were on an intra-aortic balloon pump, medical therapy and respiratory support. Upon set up the automated impella controller the nursing staff noted that the purge disc and cassette were not recognized so an alternate automated impella controller was used without issue. Due to a heavily calcified axillary artery the decision was made to abort proceeding with placing the impella 5.5 and transition to an impella cp. The impella cp was placed with no noted issues and support was initiated. The patient outcome is unknown.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product returned: failure to advance: the root cause of the impella 5.5 failure to advance was most likely patient condition as the patient had heavily calcified axillary artery preventing the pump from advancing. Device history review: the pump passed all post sterile inspection checks.